Event description:
It was reported by the patient's son that the patient was "feeling a jerk or a shock" like "something was hitting [the patient] in the stomach." Follow up with the physician was attempted, but no additional information was available. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead, (B)(6) 2009; 6935 implantable tachy lead, (B)(6) 2009. (B)(4).